Manufacturer narrative:
(B)(4). The patient was a child. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with an unknown antibiotic (route, dose, frequency, and duration not reported) for peritonitis. Action taken with pd therapy and patient outcome were not reported. No additional information is available.